Event description:
It was reported that a thrombus occurred. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. A 3.5mm leak was observed on the device posterior side but the release criteria was met. The patient was discharged on eliquis and clopidogrel until their 6-month follow up. On an unspecified date, the patient presented for their 6-month transesophageal echocardiography (tee). Device related thrombus (drt) was not observed and the patient's medication regimen changed to clopidogrel and aspirin. On (B)(6) 2020, the patient presented for their 9-month follow up and a computed tomography (CT) revealed drt findings. Tee was performed to confirm a thrombus measuring 10mm x 5mm from the screw of the device to the anterior side. The coumadin ridge protruded on the left atrium and the location of the thrombus was between the ridge and the device. The patient switched back to eliquis and a CT and tee was scheduled to be performed again in three months.